Event description:
During a radical right nephrectomy, we were able to dissect the renal hilum bundle down to approx a centimeter and a half with the renal vein and likely renal artery just posterior with very little tissue palpable with the hand assist. Of note, the upper pole tumor was very firm with lymph node and other firm reactive material at the hilum which was difficult to get an extensive dissection of the renal vein. The renal vein overall had approx 2 to 3 cm in length and we were able to easily pass our fingers both above and below the renal hilum. With sufficient dissection performed, we then decided to staple the hilum. We used a 60 mm endo gia stapler with a vascular load by covidien, and we initially attempted to use a stapler across the hilum when we closed. We were not satisfied with the way the stapler closed, as it was unable to close completely. We then removed the stapler and tried a different load with the same results. We then test fired the stapler on a 4 x 4 and it did fire but had difficulty disengaging; therefore, we removed the stapler from use. Then we received another similar stapler from covidien with a 60 mm length staple load. We then again attempted to place the stapler across the hilum with similar results with the staple jaws not closing completely and once released and reclosed the jaws did not close, they stayed open with a slight gap. We therefore then asked for a third stapler and then also called up the covidien reps at the time on the phone. With the second stapler, we then test fired that again on the 4 x 4; it was working perfectly fine. We then reattempted to use this stapler on the renal artery and vein. At this point, we were able to discuss with the covidien rep the closure of the jaw issue and this rep stated that the jaws do not close completely because the jaws designed on this stapler were supposed to be atraumatic and therefore if we fired the stapler it would still seal and close whatever was between the jaws. At this time, we reinspected our hilum and we closed the jaws again and then we fired the stapler. As soon as I disengaged the stapler there was a significant amount of bleeding seen. I immediately used my hand to cover and place pressure on the ivc and gain control. The pt did become hypotensive. We did increase the abdominal pressure insufflation to 20 mmhg during this acute bleed episode, which then slowed down the bleeding; however, anesthesia did note continued blood pressure difficulty, with now difficulty to ventilate and the diagnosis of a tension pneumothorax was made and the chest was decompressed with an incision and opening into the chest wall. At this time the case was converted emergently into an open nephrectomy and vascular surgery was called. When the bleeding was controlled a 3 cm defect along the right ivc wall could be identified without any staples in the ivc. The pt lost 3 l of blood and was placed in the intensive care unit after surgery. Then underwent multiorgan failure. Currently critically ill on ECMO and cvvh.